Event description:
The customer alleged that she performed control tests using her contour sys and received a result of 252 mg/dl. The normal control range was 106 - 147 mg/dl. No adverse events were alleged. The customer did not have time to troubleshoot further during the call. She returned the test strips for eval. Replacement test strips and a new meter were sent to the customer.